Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported the insulin pump only delivered a fifth of a bolus programmed. The customer stated the alerts feature was turned on and she could hear if the device were to start alarming. Customer's blood glucose was not provided. The customer stated there was no warning that the insulin pump would suspend. The device will not be returning for analysis at this time.